Event description:
(B)(4) clinical study. It was reported that following a coronary artery stenting treatment procedure, the patient had in-stent restenosis and myocardial infarction (mi). In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The target lesion was an in-stent restenosed lesion of an unknown drug-eluting stent located in the proximal right coronary artery (prox rca) with 70% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.50x16mm ion stent, with 0% residual stenosis following post-dilation. The patient was discharged on clopidogrel. In (B)(6) 2012, the patient presented with chest discomfort and cardiac enzyme was elevated. ECG suggested a non q-wave mi and ischemic symptoms were observed. The patient was hospitalized on the same day. There was 95% focal in-stent restenosis of the study stent in the prox rca, which was treated with balloon angioplasty with 0% residual stenosis. The event was considered resolved without residual effects and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review conformed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).